Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas due to an incorrect sensor code entry; after verifying and entering the correct code, the sensor paired successfully and the system connected. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm connectivity and normal operation after user education. User support included technical troubleshooting and user guidance on proper sensor code verification and pairing workflow. Investigation of this case revealed user error during setup as the probable cause of the initial pairing failure, with device performance returning to expected function once the correct code was applied. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.